Event description:
It was reported that the patient had multiple coughing spells and the right ventricular pace/sense alert had triggered for impedance greater than 3000ohms. Device connection issue was suspected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.